Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the customer to receive a replacement pump and advised them on backup therapy using multiple daily injections (mdi) to ensure uninterrupted insulin delivery. The customer was informed about the updated software in the replacement pump and given instructions for putting the pump into storage mode prior to return. The replacement pump was sent without requiring a signature, and the customer was advised on steps to take upon receiving it.